Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. Visual inspection revealed damage to the bend relief on the sensor end. The sensor led was unable to illuminate. The failure was isolated to multiple broken traces at the rd15 connector, resulting in multiple open connections. The broken traces were most likely due to mechanical stress during removal of the sensor from a cable.

Event description:
The customer reported: "rd reusable finger probe, part number 4050, splitting at casing of sensor connection end; therefore causing intermittent readings, dropping out signals, and causing issues overall with monitoring effectively and accurately." No patient impact or consequences were reported.